Event description:
A nonhealth care professional reported that during the intraocular lens (iol) implantation surgery, the lens was cracked. Hence the lens was removed and replaced with another lens during the same procedure. There was no patient harm. Additional information was received stating that, the surgeon's prognosis was, there was no adverse effects, uneventful recovery.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).